Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call no delivery alarm during priming. Customer's blood glucose level was 180 mg/dl. Customer advised they are reporting a past issue and each time they change out the set and reservoir they resolve the issue. Customer advised they do not want to troubleshoot and would like to return the set and reservoir for analysis.